Event description:
It was reported that the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. The customer stated that the pump had been with him on a bench in a steam room for twenty minutes.

Manufacturer narrative:
The device has been received for eval; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.